Event description:
A caller reported an issue with the continuous glucose monitor (cgm), specifically citing error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions for resetting the pump, which the caller followed. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.